Event description:
The pt fell 60 feet down a hill. He had both a deep brain stimulator and spinal cord stimulator implanted. Please see MFR. Report# 3004209178-2008-05664. Afterwards, when the stimulation was turned on, the pt's left hand became numb, he experienced pain in the area of paresthesia of his back, and he experienced pain in his chest 'like he was having a heart attack'...the pt experienced shocking or jolting sensation in his area of paresthesia following the fall. The shocking occurred when the pt moved his head up and back, thus limiting his positioning. The patient felt pain when he touched the back of his neck. There was a knot the size of a dime on the back of his neck. The patient had migraines when the device was off. The pt couldn't tolerate the pain when he turned neurostimulator off. The pt was in contact with his hcp. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.